Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard pnk 20ga x 1.0in failed to retract the needle. The following information was provided by the initial reporter: "it was reported by customer that reported to malfunction/not retract correctly in ed 2/5"

Event description:
Additional information: any adverse event or serious injury reported to patient or healthcare professional? No. Was there a delay of, or change in, the course of treatment due to the event? No. How was the patient outcome? Are there any clinical signs, health consequences or impact? No. How was treatment completed for customer? Treatment was completed but there is an increased risk to staff safety as the needle would not retract into the device. Patient status? No adverse events reported. Please explain elaborate issue? The active safety button to retract the needle is not working. The needle cannot be retracted. This has happened on 4 separate devices from the same lot # 3270877.

Manufacturer narrative:
Additional information: follow up questions answered by customer added to b5. Investigation results: no photographic evidence or physical samples were accessible to investigate the reported condition. Our quality engineer team conducted a comprehensive review of the device history record for the provided material number 381433 and lot number 3270877. This review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were found to be within the specified standards. Unfortunately, the exact cause of this incident could not be determined based on the information available. We will continue to track and analyze complaints related to this device and the reported condition in order to identify any emerging trends.